Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: the distributor's engineer was at customer's site to address the reported event. The distributor's engineer stated the instrument was not passing the background. The reagents and substrate were confirmed to be new. The distributor's engineer performed decontamination process on the instrument, and then ran the background again and the instrument functioned as expected. No further action was required. A 13-month complaint history and serial number review was conducted serial number (B)(4). There were no similar complaints found during the searched period. The aia-360 operator's manual section 7.2 - list of flags states the following: 4mu background: ok: the fluorescence intensity (background intensity) of the enzyme substrate is below 1500 nmol/l. Hb: the fluorescence intensity (background intensity) of the enzyme substrate is 1500 nmol/l or more. Replace the enzyme substrate and perform daily check again. The most probable cause of the reported events was due to biological contamination.

Event description:
A customer reported high background on 4-methylumbelliferone (4mu) with the aia-360 instrument. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of alpha-fetoprotein (afp) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.